Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a configuration issue. A field service engineer dialed into the station and set station configuration and medapp to boot auto. Rebooted station multiple times. Medapp booted up. Found tower door failure, changed configuration for dispensing order for the tower. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system was stuck on the windows login screen, displaying only the cfn admin account login. Customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.